Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: on examination, the keypad was intact and without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no, damage, defect or contamination of the contacts of the keypad buttons. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.